Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that a customer experienced high blood glucose of 550 mg/dl. The customer was treated for the high blood glucose with a manual injection. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and found that the patient does not have a tubing clamp. The customer was sent a new tubing clamp and was advised to call back to finish trouble shooting once they received the tubing clamp. The issue is most likely a site related issue so the customer was informed the correct way to insert the sensor and serters. No further information was provided.